Event description:
Surgeon discovered broken sacral screw from previous surgery 1 year prior. Unclear if device failure, incorrect use during initial surgery or during removal. Medtronic spine, us. FDA safety report ID# (B)(4).